Manufacturer narrative:
A review of lot file b105 was performed. It shows (B)(4). Lot was rescreened for a pressure dome molding defect. Lot was screened and (B)(4) kits were scrapped. This lot met all release requirements. A review of complaints received for lot b105 was performed. There was no other complaints for pressure dome leaks to date for this lot. No trends detected. Biomed reported that system passed the system checkout procedure and that the system is operational. This assessment is based on the information available at the time of the investigation. The returned smart card and three pressure domes were received for analysis. The pressure domes were examined for molding, assembly, and performance concerns and none were found. The attachment of the pressure dome to the transducer requires the housing tabs and legs to be fully functional and all the three pressure domes met this criteria. The root cause for the pressure dome leak appears to be an end user error when the pressure dome was improperly attached to the instrument transducer fitting. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a system pressure dome leak. Name of complainant: same as reporter. Customer called in to report a system pressure dome leak. Customer stated that there was no error codes posted during prime or during the treatment procedure. Customer noticed the leak and pressed pause immediately. The physician decided not to give blood back to the patient. Total amount of whole blood processed was 200 ml. Customers in-house biomed will inspect the instrument. The customer returned the smart cared and pressure domes for investigation.